Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the prolapsed condition of the posterior leaflet likely influenced leaflet insertion in the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. One clip was successfully implanted. The second clip delivery system (cds) was then advanced to the treat the remaining jet; however, at this point the first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second clip was deployed to reduce the residual jet and stabilize the slda clip. Two clips were implanted, reducing the mr to 2 and the patient was confirmed to be stable post procedure. No additional information was provided.